Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting a monitoring voltage of 3.19 v and a battery status of beginning of life (bol) after approximately 29 months of implant. A field representative questioned whether the monitoring voltage seemed to be too high. Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
The boston scientific crm technical services department discussed monitoring the situation. A device memory disk was requested for further analysis. No additional information is available at this time, and current records indicate that this device remains implanted and in service. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.